Manufacturer narrative:
The reported product number is imported into the united states by bard; however, the product is manufactured by an outside OEM, sofradim. Therefore, no investigation will be required by bard. This supplemental is being submitted based on a request dated 03jun2025. This record is follow-up (1) for record 1018233-2012-01728. The UDI number for this product is not available. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
There is no alleged deficiency against the device. The product is not listed in the litigation; however, it is listed on the op report. Additional information has been requested, but not yet received. Product was used for therapeutic treatment.

Manufacturer narrative:
H11:section a through f - the information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
The reported event is associated with MDR 4's 1018233-2012-01725, 1018233-2012-01726, and 1018233-2012-01727. There have been no allegations of deficiency or serious injury against this product. Thin MDR is being filed in association with the alleged event filed by the patient's is being filed in association with the alleged event filed by the patient's 1018233-2012-01727.